Event description:
It was reported that this rv lead was capped and replaced due to oversensing approx. 80 months after the implantation. During the procedure the ICD (intica neo 7 dr-t df-1 promri, sn (B)(4) was also exchanged as it belongs to the population affected by fsca bio-lqc initiated in (B)(6) 2021. There was no particular complaint about the ICD performance. The lead was capped and left in situ.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned ICD data have been analyzed. The available iegms from (B)(6) 2022 confirmed the presence of noise in the rv and ff channels. Based on the morphology of the noise signals, a damage of the lead cannot be excluded. However, analysis showed no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD.